Event description:
The pt is 14 weeks pregnant. She reports having tested her blood glucose on suspect device and it was 153 mg/dl. She took 6 units of nph before bedtime (about 9-9:30pm) and at approximately 2am she was found moaning, screaming and clenched body. She went to the doctor about 12 hours later and her blood glucose was 173 mg/dl. She was admitted into the hospital.